Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown.

Event description:
Customer reported receiving erratic readings of 116 mg/dl and 154 mg/dl approximately 7-years prior to his call on (B)(6) 2011. Customer also reported that due to the erratic readings which he had received 7-years ago, he had passed out and subsequently experienced a fall and chipped his tooth. Results of 116 mg/dl and 154 mg/dl that were obtained were plotted on the parkes error grid. The results fell into the "a" zone indicating the difference in values not to be clinically significant. Customer self treated with food and drink. No third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.